Event description:
It was reported the patient's blood glucose rose to 280 mg/dl. The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. During the initial inspection the soft cannula was not visible. Upon removal of the top housing the soft cannula was observed to be shortened and was measured to be 0.60 inches long from the nail head to the damage. The timing and cause of the damage to the soft cannula could not be determined. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed on the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.